Event description:
Procedure type: cholecystectomy. According to the reporter: prior to procedure a nurse confirmed the malformation around at the screw. New one was opened to complete the case with no problem. It was not used on pt. No pt involvement. No tissue damage, no tissue loss, no bleeding. Autoclave sterilization had been done for 8 minutes at 134 degrees c. We confirmed that cannula distorted (per photos). This distortion caused air leak. The similar distortion was also confirmed in unused product.

Manufacturer narrative:
(B)(4).